Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (1 mg/ml at 0.5 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient experienced overdose/overdose symptoms and was extremely drowsy in (B)(6) 2020. Pump septum damage/"wearing off the rubber" was suspected, and as a result, medication did not enter the pump/system. Hospitalization and monitoring in the ICU occurred. The system was emptied (8 ml was removed from the reservoir) and no new medication was injected. It was decided to stop therapy. It was indicated the patient was very shocked and emotional in the beginning, but was now doing fine. There was no reported troubleshooting. There were no reported contributing factors. The issue was resolved and the patient status was alive - no injury. Surgical intervention did not occur nor was planned. Further complications were not reported. Additional information was received. It was indicated they expected to aspirate almost 40 ml after a recent refill (the amount they refilled the pump with the day before) and were only able to withdraw 8 ml. The representative questioned if it could have been a pocket fill, and the physician indicated the following: ''understandable question, I too have wondered if this could have been the case. Patient has always been very difficult to refill, reason why we have been doing this under x-ray for years now. When we punctured the pump, the resistance of the membrane could clearly be felt. This could also be seen/followed on the x-ray scan. Medication returned when the pestle of the syringe was withdrawn, the residual volume then was 6ml. When filling the pump, occasionally I pull the pestle back (purely as a check), I aspirated fluid (medication). The only point of attention was that patient at any time was felt an unpleasant tingling, also then I aspirated again and again I got fluid back." Additional information was received. It was indicated puncturing the patient had always been difficult because of the position of the pump in the abdomen. The patient was slightly adipose, which meant the pump laid deep and tended to tip over.